Event description:
Medtronic received information that the patient with this bioprosthetic valve presented with mild aortic stenosis and a high gradient. The surgeon indicated that these findings were attributed to hyperdynamic systolic function, severe concentric left ventricular hypertrophy, and high velocities. The valve was successfully explanted and replaced with no adverse patient effects.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the valve was not returned to medtronic's quality laboratory. Conclusion: the device history record verified that the valve met all manufacturing criteria prior to being released. The surgeon acknowledged this may be a patient related condition. Without the return of the valve for evaluation, no definitive conclusions can be drawn at this time.